Event description:
It was reported that this insertable cardiac monitor (icm) had poor amplitude which caused undersensing and a false pause event. The patient underwent a surgery a month later to remove the icm. A new pacemaker system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) had poor amplitude which caused undersensing and a false pause event. The patient underwent a surgery a month later to remove the icm. A new pacemaker system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned device found no evidence of a failure and that the device was functioning as expected.